Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an unknown cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ had a defective valve. According to the clinical in charge, it simply was not possible to advance the dilator. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Date of event: exact date of event is unknown and therefore, this field was populated with (B)(6) 2022. Initial reporter phone: (B)(6). Initial reporter address line (cont.): (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002028 and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number pc-001221481 has two reports: (1) MFR # 2029046-2022-02828 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small) (2) MFR # 2029046-2022-02829 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small)

Event description:
It was reported that a patient underwent an unknown cardiac ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and hemostatic valve separation issues occurred. It was reported that both vizigo¿ had defective valves. According to the clinical in charge, it simply was not possible to advance the dilator. There were no patient consequences. No further information is available. With the information available, this was assessed as a MDR reportable hemostatic valve separation. The obstructed sheath issue is not MDR reportable.